Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument was used for a surgical task and the wires came undone. Use of the instrument was discontinued, and it was replaced with the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.